Event description:
The outer surface of the junction of the sheath and dilator was not smooth. The sheath rolled up and was not inserted smoothly. The sheath was not returned to co for evaluation. The sheath was discarded by the facility. Event complications: none from the event -reported 12/6/96. Pt's current status: unk -reported 12/6/96.